Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had an off/no power anomaly. Blood glucose level was 153 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent blank display due to corroded battery tube. Cracked reservoir tube lip, minor scratches on display window and missing end cap sticker noted during visual inspection. Unable to confirm unexpected off no power alarm due to blank display.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.